Event description:
According to the distributor, the pump's history jumps from day to day and the pump was warning about the auto-off after 4 hrs even though the pump was set to warn at 16 hrs. The pt reportedly has changed the battery. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filled.